Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that a 1104 "backup alarm failed" alarm error occurred. The bme replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the issue but is now requesting assistance with reprogramming the serial number and total operating hours. The remote service engineer (rse) provided the customer with the service manual reference and reviewed instructions on how to reprogram the total operating hours and serial number to the new cpu pcba via tera term. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 07nov2025, 17nov2025, and 21nov2025 to try to obtain further case information regarding whether the device has been returned to service following the reprogramming of the serial number and total operating hours and software options installation, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.